Event description:
It was reported that one day post implant the patients right ventricular (rv) lead triggered a lead integrity alert (lia) with high rate non-sustained episodes, increased sensing integrity counter (sic), noise on the stored egm's, and an alert triggered for high pacing impedance. Reprogramming was completed and eventually a lead revision was completed. The lead remains in use no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.